Event description:
The customer reported via phone call that the insulin pump was cracked at the top of the reservoir compartment. The threads that hold the reservoir were damaged. Customer's blood glucose level was 42 mg/dl. Customer treated their low blood glucose level with orange juice and glucose tablets. The customer stated they were hypoglycemic since the day before. The customer believed when they were trying to tighten the reservoir, accidentally insulin was pushed through. The reservoir was not locking in the compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a cracked reservoir tube.